Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her groin, thigh, and hip areas; clicking and grinding sound from hip implant when walking and going to and from a sitting position; slipping of the implant when walking, going to and from a sitting position, or otherwise moving; infection and inflammation of bone and tissue surrounding the implant; metallosis; and chromium and cobalt metal toxicity.